Event description:
It was reported the patient had their emergency backup battery (ebb) faults since (B)(6) 2025. The battery was reseated and the alarms resolved. Log file review confirmed ebb faults. The ebb appeared to not be passing the load test. Upon initial assessment, the led green pump running icon was partially illuminated. Upon system controller self test, the acoustics of the system controller were noted to have sounded odd. The system controller and ebb were exchanged as was recommended. No further issues were observed, a system controller self test on new system controller had no issues. The pump was noted to be running great.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm, and the system controller¿s green pump indicators being partially illuminated, were both confirmed; however, the reported event of the system controller¿s acoustics sounding odd was not confirmed. The log files captured a backup battery fault alarm which correlated to a load test condition on (B)(6) 2025 that intermittently cleared and reactivated throughout the data, and the alarm resolved on (B)(6) 2025 after the backup battery had been exchanged. The pump operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested, and the system controller¿s rightmost green pump indicator was observed to intermittently flicker when the display button was pressed. The system controller operated a mock loop as intended throughout all testing despite this issue. The system controller was troubleshot, and the cause of this issue was isolated to an issue with one of the system controller¿s internal connectors on its membrane printed circuit board. The issue resolved during troubleshooting after the system controller had been reassembled. Additional decibel testing was performed, and the system controller¿s speakers were observed to sound above the minimum decibel threshold throughout testing. The root causes of the reported events were unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate backup battery fault alarms correlating to an unknown root cause. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿, instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook, section 6 ¿caring for the equipment¿, instructs users to check the system controller¿s audio speakers at least once per month. If a change in sound is noted during a self-test, the speakers may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.